Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on nasopharyngeal. Repeat testing (x2) on (B)(6) 2021 was performed and generated two (2) negative results . The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025736 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025736 , test base part number 190-430 / lot 1025736. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025736 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided,however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021. Initial testing with idnow on (B)(6) 2021 generated a positive result and repeat testing (x2) was performed and generated two (2) negative results. Although requested, no additional patient information, including treatment and outcome, was provided.